Event description:
It was reported that the ilet user experienced elevated glucose readings after the infusion set connector and cartridge were not tightly attached, causing the cartridge to pop out of the chamber and leading to an insulin delivery interruption. A troubleshooting and education were completed regarding proper inset use and potential site change. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included user self-management with hydration and plan to change the site if glucose remained high. Investigation included user interview and troubleshooting education. Investigation of this case revealed improper deployment or attachment of the infusion set and cartridge, consistent with an infusion set connection issue affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set and cartridge attachment.